Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced intermittent pain with device use as well as throbbing in his jawline. Subsequently, the patient was prescribed oral steroids (date not reported). The implanted device remains.